Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. Device was programmed with correct time and date. Device was monitored and no time loss/gain noted. During visual inspection, found the keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons on the front have stopped responding. The customer¿s blood glucose was 100 mg/dl at the time of incident. Customer states that numbers were ramping on their own and the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer states the minutes change. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.